Event description:
It is reported in 2004 an artificial femoral head replacement was conducted for a femoral neck fracture. The pt's blood pressure dropped down approximately 30-60 seconds after inserting the bone cement in bone, and it resulted in the cardiac stop. Though surgeon massaged cardiac directly, pt expired.